Event description:
I am writing on behalf of my mother. The board has been contacted by a tatto establishment that has purchased a laser removal device and is requesting approval to use this device. The board members are very concerned about who "should be device". They are in need of assistance in determining proper procedures and or regulations regarding this type of device and would appreciate any assistance you can provide. The tatto0 establishment has not rec'd any training on this machine and is looking for guidance from our board. I have done some research on the internet and would appreicate your valued assistance on this important matter.